Event description:
It was reported that an ilet user called for assistance with a full supply change while using a cartridge and infusion set, received step-by-step troubleshooting to replace the infusion set and resume insulin delivery, and experienced elevated blood glucose observed at 186 mg/dl and decreasing to 179 mg/dl by the end of the call. During the call, the user does not announce meals, which was noted as a potential contributor to elevated readings. Customer care provided support that included troubleshooting with education on infusion set replacement and insulin delivery resumption. Investigation of this case revealed that hyperglycemia occurred with cause unclear, with user behavior of not announcing meals identified as a contributing factor. No clinical symptoms associated with hyperglycemia. Outcomes included no injury, no hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.